Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via senior inbox email that customer was hospitalized for the eighth time due to low blood glucose. Attempt was made to contact customer and customer reported that she would call back at ther convenience when home from the hospital in order to give hospitalization information.